Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Event description:
Patient reported their dentist has advised them to stop treatment. They have been wearing broken retainers and have been unable to replace them.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.